Manufacturer narrative:
Continued e1 -- (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; granuloma; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "radial elastomeric folds and small intracapsular seroma, intracapsular heterogeneous tissue, non-specific, but usually related to silicone-induced granuloma, oval, circumscribed nodule with intermediate contrast enhancement, located in the anterior third of the 'jqm''/rra'", and capsular contracture, baker grade iii. The device remains implanted.